Manufacturer narrative:
See the attached vendor evaluation.

Event description:
On 02/09/2023, it was reported by a sales representative via sems that a ar-6480 dualwave pump is having a problem with the outflow and not getting good suction from shaver. This occurred during a case, with no patient effect reported. No additional information provided.